Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Device received with label damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failures alarm during self-test. The customer¿s blood glucose level was 9.4 mmol/l at the time of the incident. The customer reported that the insulin pump restarted and prompted to enter date and time again. The insulin pump had to be rewind and displayed reservoir empty while reservoir was still present. The customer was able to clear and use the insulin pump as normal. The customer did the self-test again and the customer again had a hardware low level failures alarm. The device will be returned for analysis.